Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. When attempting to load a new cartridge, multiple cartridge error messages were received. After using multiple cartridges, a cartridge was able to be installed. The customer's blood glucose (bg) level was 400 mg/dl with a 0.4 level of ketones. An insulin injection was administered to address the bg level. As the customer was not with the contact at the time tandem technical support was contacted, the type of error message could not be identified.